Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, itchy, dizziness, headache, vaginal discharge, burning sensation, vaginal itching and inflammation. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), fatigue ("fatigue,") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2008, the patient had essure inserted. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression, migraine, fatigue and vulvovaginal pain outcome was unknown. The reporter considered depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: rv uterus normal shape and configuration. Tubal ostia seen and essure placed bilat with great ease, 6 trailing coils on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result :- total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-nov-2019: upon receiving a internal confirmation, it was confirmed that cases (B)(4) (bus-(B)(4)) and (B)(4) (bus-(B)(4)) are duplicates of each other. All the information were transferred from this case to the retention case - (B)(4). Nullification reason: duplicate case is identified with follow-up information. This case is marked for deletion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, itchy, dizziness, headache, vaginal discharge, burning sensation, vaginal itching and inflammation. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), fatigue ("fatigue,") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2008, the patient had essure inserted. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression, migraine, fatigue and vulvovaginal pain outcome was unknown. The reporter considered depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: rv uterus normal shape and configuration. Tubal ostia seen and essure placed bilat with great ease, 6 trailing coils on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: follow up 2 and 3 processed together. Pfs and mr received : event ¿injury nos¿ is replaced with pelvic pain. Case become incident. Reporter added, patient demographic added, essure insertion and removal date updated, product indication updated. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), psychological or psychiatric problems condition: depression, migraines, fatigue, vaginal pain. Events onset date, events severity , medical history and lab data added. On (B)(6) 2019: follow up 2 and 3 processed together. Pfs and mr received : event ¿injury nos¿ is replaced with pelvic pain. Case become incident. Reporter added, patient demographic added, essure insertion and removal date updated, product indication updated. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), psychological or psychiatric problems condition: depression, migraines, fatigue, vaginal pain. Events onset date, events severity , medical history and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report